Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, "flared cannula requires..." Message appeared when the customer installed the monopolar curved scissors (mcs) instrument on universal surgical manipulator (usm) 4. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical support engineer (tse). The tse had the customer replace the grounding pad to connect the flared cannula and install the cannula on another usm, but the issue was not resolved. The surgeon elected to convert the procedure to laparoscopic surgery. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the conversion did not result in increasing port size incision or adding additional ports. There was no injury to the patient due to the procedure conversion. Patient demographic information was requested, but the site was unwilling to provide the information due to the hospital¿s privacy policy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and was confirmed that there was no malfunction at this case. The customer wanted to clarify the meaning of the message to confirm whether the return electrode was properly attached to the flyer cannula. As a result, the customer stopped using the system. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.